Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed the error and replaced iesu to resolve error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors in the logs. Significant number of errors were logged on. Visual inspection found no issues related to the reported event.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, error was repeating on the integrated electrosurgical unit, which was not resolved by rebooting it and the customer could not activate the monopolar energy. The technical support engineer (tse) advised the customer to switch the generator to an ft10 and continue the operation. The procedure was completing as planned with no reported injury.